Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.

Event description:
Taxus express2 clinical study it was reported that 279 days after a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was a 3.5mm, 75% stenosed, 10mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with pre-dilatation with a 3.32x20mm balloon (18atms), and placement of a 3.50x16mm taxus express2 study stent at 18atms. There was no post-dilatation performed. Ivus was performed and it was confirmed that the stent was properly implanted. Residual stenosis became 0%. Timi flow 3. The pt was discharged 2 days later. At the follow-up visit no angina pectoris was confirmed. Coronary angiography was performed and restenosis 75% was confirmed. The pt underwent a tvr and placement of a non bsc stent. The pt was discharged 2 days later.